Manufacturer narrative:
(B)(4). No sample was returned for evaluation; therefore, one representative sample was selected from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The cuff of the production sample was then inflated to 25mbar with a calibrated endotest. The cuff inflated with no abnormalities. The sample was then immersed in water and no leaks were detected coming from the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. There were no issues found with the production sample; however, without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
Customer reported the physician tested the ett prior to insertion, but despite the pilot cuff inflating, no air went into the cuff. Another device was used. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the physician tested the ett prior to insertion, but despite the pilot cuff inflating, no air went into the cuff. Another device was used. No patient harm reported.